Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, it was reported that a loss of connection occurred. Data was received for evaluation. However, the alleged product and/or issue is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.